Manufacturer narrative:
The subject device was returned to olympus for eval. The eval confirmed that the ptfe pad of the device was partially severely worn. There were contact marks on the surface of the probe and the jaw. The jaw was deformed. This device is subject to total inspection to ensure that the device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Considering the eval result of the subject device, olympus concluded that the reported event occurred since the user used the deformed device. The instruction manual of sonosurg mentions warning and caution. If a component becomes deformed, do not use it. Even if you can restore the original shape, the durability of the component has been diminished. Continued use may cause more severe equipment damage and/or make it impossible to remove the instrument from the trocar tube.

Event description:
The subject device was used during an uncertain procedure. The device was failed. There was no pt injury reported.